Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical solid back shell; cat # 500-11-50d; lot # 67780302. Exeter v40 stem 44mm no 0; cat # 0580-1-440; lot # g7595740. Exeter 2.5 I m plug 12mm; cat # 09390112; lot # l8252. Delta v-40 ceramic head 32/-4; cat # 6570-0-032; lot # 67308904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: "the lawyer has indicated that there will be a product liability claim, so we should anticipate needing to open a pi if we haven¿t already".